Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# v658629, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was shocked by one the programs she used, but laughed about it. The patient was currently on a different program.